Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the heavily calcified coronary artery. A 2.25x32mm promus premier drug-eluting stent was advanced but failed to cross the lesion. When the device was removed outside the patient's body, it was noticed that the stent struts were curled up off of the stent delivery system balloon. The procedure was completed with another stent . No patient complications were reported.